Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Related manufacturer report number: 2017865-2024-33709 it was reported that myopotential oversensing was observed on the right ventricular (rv) lead and myopotential oversensing resulting in inappropriate mode switching was observed on the right atrial (ra) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.